Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was in backup mode. Loss of defibrillation therapy was also noted. The device was able to reset to normal setting by programming intervention. There were no patient consequences.